Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation, colonoscopy, pregnancy and endocervical curettage. Concurrent conditions included low back pain, migraine headache, obesity, gerd, vision loss, indigestion, headache, eczema, congestion nasal, cough, fever chills, influenza, upper respiratory infection, diarrhea, stress, painful periods, anxiety, irritable bowel syndrome, sinusitis, pain neck, sore throat, pain in ear, poor sleep, pharyngitis, trigeminal neuralgia, irritability, depression, perineal pain, vertigo, panic attacks, nickel sensitivity, polyp, low grade squamous intraepithelial lesion, cervical cancer, breast cancer, cervical biopsy, cyst ovary, left lower quadrant pain, abdominal tenderness and pelvic adhesions. Family history included depression (mother), bipolar disorder, uterine cancer (grandmother), breast cancer (grandmother) and ovarian cancer (grandmother). Concomitant products included acetylsalicylic acid;hydrocodone bitartrate (lortab asa), allopurinol (elavil), amitriptyline, amoxicillin;clavulanate potassium (augmentin), cefixime (flexeril), celecoxib (celexa), cetirizine hydrochloride (zyrtec allergy), citalopram, cortisone, cyanocobalamin, ibuprofen, lorazepam (ativan), melatonin, paroxetine hydrochloride (paxil), prednisone, rizatriptan benzoate (maxalt), sumatriptan succinate (imitrex df) and topiramate (topamax). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), tooth disorder ("dental issues"), skin disorder ("skin issues"), arthralgia ("joint pain") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and laparoscopy with bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, infection, urinary tract disorder, allergy to metals, dyspareunia, tooth disorder, skin disorder, arthralgia, weight increased and migraine outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, dyspareunia, genital haemorrhage, infection, migraine, pelvic pain, skin disorder, tooth disorder, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: ovary with the usual physiologic changes, including benign physiologic cysts. Fallopian tubes with contraceptive implants ¿ consistent with essure coils; on (B)(6) 2017: suboptimal visualization of posterior portion of the uterus due to poor sound attenuation. Uterus with multiple hyperechoic structures noted and a 2.5 cm heterogenous structure posteriorly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, weight gain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation, colonoscopy, pregnancy and endocervical curettage. Concurrent conditions included low back pain, migraine headache, obesity, gerd, vision loss, indigestion, headache, eczema, congestion nasal, cough, fever chills, influenza, upper respiratory infection, diarrhea, stress, painful periods, anxiety, irritable bowel syndrome, sinusitis, pain neck, sore throat, pain in ear, poor sleep, pharyngitis, trigeminal neuralgia, irritability, depression, perineal pain, vertigo, panic attacks, nickel sensitivity, polyp, low grade squamous intraepithelial lesion, cervical cancer, breast cancer, cervical biopsy, cyst ovary, left lower quadrant pain, abdominal tenderness and pelvic adhesions. Family history included depression (mother), bipolar disorder, uterine cancer (grandmother), breast cancer (grandmother) and ovarian cancer (grandmother). Concomitant products included acetylsalicylic acid; hydrocodone bitartrate (lortab asa), allopurinol (elavil), amitriptyline, amoxicillin; clavulanate potassium (augmentin), cefixime (flexeril), celecoxib (celexa), cetirizine hydrochloride (zyrtec allergy), citalopram, cortisone, cyanocobalamin, ibuprofen, lorazepam (ativan), melatonin, paroxetine hydrochloride (paxil), prednisone, rizatriptan benzoate (maxalt), sumatriptan succinate (imitrex df) and topiramate (topamax). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), tooth disorder ("dental issues"), skin disorder ("skin issues"), arthralgia ("joint pain") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and laparoscopy with bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, infection, urinary tract disorder, allergy to metals, dyspareunia, tooth disorder, skin disorder, arthralgia, weight increased and migraine outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, dyspareunia, genital haemorrhage, infection, migraine, pelvic pain, skin disorder, tooth disorder, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on an unknown date: ovary with the usual physiologic changes, including benign physiologic cysts. Fallopian tubes with contraceptive implants consistent with essure coils; on (B)(6) 2017: suboptimal visualization of posterior portion of the uterus due to poor sound attenuation. Uterus with multiple hyperechoic structures noted and a 2.5 cm heterogenous structure posteriorly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, weight gain, dyspareunia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.